Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The ¿device stopped functioning properly some time ago¿. The physician stopped administering medication when the device stopped working. This had been ¿well over a year ago¿. No additional information was provided by the reporter. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.